Event description:
The pt's attorney has alleged a deficiency against the device. Add'l info has been requested but not yet received.

Manufacturer narrative:
This supplemental will be filed as follow-up # 1 due to FDA technical issues. This esmdr should be follow-up # 5. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced exposure of urogynecology graft material, diagnostic cystourethroscopy, revision and removal of urogynecology graft material, granuloma, required a surgical intervention and an in-office mesh removal. The patient alleged she experienced bleeding, infection, discomfort, pain, mesh exposure, dyspareunia, discharge, mesh protrusion into the vagina, loss of consortium, bladder infections, and recurrent vaginal pain.

Event description:
Per additional information received, the patient has experienced recurrent cystocele, vaginitis, and enterocele. Associated mdrs: 1018233-2012-00867, 1018233-2012-00878, 1018233-2012-00654, 1018233-2012-00656.

Manufacturer narrative:
Reference #: (B)(4).

Event description:
Per additional information received, the patient has experienced exposure of urogynecology graft material she underwent a diagnostic cystourethroscopy, and revision/removal of urogynecology graft material, d presence of a 2cm x 2cm region of exposed biofilm coated poly propylene mesh in the midline anterior vaginal wall and a loop of gortex suture in the right vaginal apex, vaginal discharge, infection, coronary bypass surgery on 6/11/2010, coronary artery stent placed 8/4/2010, 1/13/2011, 3/14/2011 and bypass graft of left carotid artery, trans positioning of left subclavian artery.